Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein the physician explanted the patient¿s ipg and m1 connectors. No device malfunction was suspected. The patient was doing well post-operatively. The explanted devices were not returned to bsn. Additional suspect medical device component involved in the event: model#: sc-9004-35 serial #: (B)(4). Description: precision connector m1, 35cm

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the physician confirmed that the m1 connector was not damaged.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was not able to get stimulation. It was noted that the patient's contacts were showing high impedances.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.